Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The removed therapy pcb assembly was further evaluated by physio-control failure analysis center. It was determined that the cause of the reported issue was due to a thermally sensitive integrated circuit, u63, on the therapy pcb assembly.

Event description:
A customer contacted physio-control to report that their device had illuminated its service led and would disarm when attempting charge their device. As a result, defibrillation therapy could have been delayed or prevented, if it had been necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had illuminated its service led and would disarm when attempting charge their device. As a result, defibrillation therapy could have been delayed or prevented, if it had been necessary. There was no patient use associated with the reported event.